Event description:
It was reported to bsc/target that during the procedure the gdc 18-2d 2-diameter synerg detection circuit detached before it was connected to the power supply. The pt was reported to be in good condition.